Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the batteries on the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the batteries of the imaging system were not charging. It was reported that the imaging system was left to charge for over 6 hours and that when unplugged, the battery indicator was red and blinking indicating low batteries. There was no patient present when this issue was identified. No additional information was provided.